Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor vison valve was chosen for implant using a large flexnav delivery system. The annular dimensions of the native valve were annulus perimeter derived diameter 24.3mm, area 447mm2 and perimeter 76.3mm. During procedure, a pre-dilation was performed with a 20mm non-abbott balloon. The valve was prepared and implanted as per instructions for use (IFU) at a depth of 5mm. During angiogram, it was noted that there was a severe aortic insufficiency (ai) and a post dilatation was performed with a 23mm non-abbott balloon. But the ai did not resolved and it appeared to be central. The physician decided to implant an another valve, and a new 27mm navitor vison valve was chosen and successfully implanted. There was no ai noted after the implant of the second valve. The patient was reported discharged.

Manufacturer narrative:
The device was not returned for analysis. An event of central regurgitation and aortic regurgitation was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The provided video was reviewed by an abbott clinical engineering manager. Based on all available information, causes for the reported central regurgitation and aortic regurgitation could not be conclusively determined. The reported unexpected medical intervention and surgery were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.